Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission showing atrial lead noise. Abbott technical support suggested bringing the patient into clinic to attempt to reproduce the noise with isometrics and pocket manipulation. In addition, functional loss of capture was noted due to fusion on the device. The patient was scheduled for evaluation at the clinic. Additional information has been requested but not received. No further information is available at this time.